Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Imaging was not provided. The alleged product issue or event as described could not be confirmed.

Event description:
It was reported that a patient enrolled in the fred x pas study had a stent implanted to treat an aneurysm. Upon deployment, the stent had migrated caudally and into the proximal ica segment below the origin of the aneurysm. The distal part was now partially inside the origin, which prompted correction. Embolization coil implants were implanted to treat the aneurysm because the stent placement was not ideal. There was no reported patient injury.